Event description:
A bayer r and I representative reported the following: the veris unit would not charge. The cable going from the power module to the veris was melted. No injury reported.

Manufacturer narrative:
Bayer service confirmed that the power supply cable was melted and that the veris unit would not charge, bayer r and I product analysis received and evaluated the veris power supply module and the veris power supply cable from the site. Visual examination confirmed the condition of the returned dc power cable indicating that there was an internal temperature sufficient to melt the jacket of the cable. The overheating in the power cable was concentrated at the area where the coils were gathered. The cause of the reported problem is a runaway current condition that is initiated by a short circuit within the dc power cable. The power supply malfunctioned due to a blown lines fuses and circuit board damage.